Event description:
Autologous hpc donor in unit for collection procedure. At the end of the procedure the rn noted that blood had leaked from the blood warmer tubing. Rn contacted the therapeutic apheresis medical director. It was determined that the leak occurred on the patient's blood return line and that the hpc product was not impaired and did not require special labeling. Rn charge nurse advised the bmt provider of a less than 200 ml blood loss. Rn charge nurse informed the rn quality specialist that this also occurred on two other dates within the last approximate six months. There was no harm to the patients. Supply chain management report was filed. A notice was also filed with the product manufacturer. Information concerning the blood leaks will be communicated to tatu staff. Nurses will be asked to keep the blood warmer and tubing facing the front of the apheresis machine and to report blood leaks as a transfusion medicine event. Cassette from the blood warmer has been sent to manufacturer for review. Manufacturer response for blood/fluid warmer, 3m ranger model 245 (per site reporter). Unknown.